Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported via medwatch (mw5075925) that the blood pump tubing developed a leak from scraping the tubing wall from a loose tubing guide on the pump rotor during a patient's hemodialysis (hd) treatment. Per the report, a serious injury occurred requiring hospitalization. Additional information needed for follow up was not provided and is unable to be obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the hemodialysis (hd) therapy utilizing an unknown fresenius 2008k hemodialysis machine, an unknown fresenius bloodline, and the patient¿s adverse event of probable blood loss which warranted hospitalization. It is known that bent or lose tubing guides (on the 2008k machine) can damage blood lines. Therefore, a probable causal relationship exists between the unknown fresenius 2008k hemodialysis machine, unknown fresenius bloodline and the patient¿s likely blood loss and hospitalization event(s).